Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the clip test to be related to the customer reported complaint. Large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip clip test was performed and could successfully load clip but the clip could not attach to tubing. Fa removed the instrument housing and the backend was inspected. There was no damage to inner components found. An additional observation related to the customer reported complaint was also identified. The large hem-o-lok clip applier instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. This likely caused the limited motion of the grip tips and caused the failure of the clip test. The root cause of this failure is attributed to a component failure. No image or video of the procedure was provided for review. A review of the instrument logs for the large hem-o-lok clip applier (470230-12/n11190208 0070) associated with this event has been performed. Per the review, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system sk5269. The alleged instrument had 11 uses remaining after the last procedural use. This complaint is a reportable malfunction due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument would not clamp all the way and did not articulate fully. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clamp all the way and did not articulate fully. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter.

Manufacturer narrative:
On 15-jul-2022, additional information was obtained from the customer. The instrument was examined prior to use and there was no damage noted. The site explained the or staff was using purple hem-o-lok clips at the time of the reported issue and there were no instrument collisions observed. The or staff swapped out the clip applier with another unit and was successful in applying a clip. The size of the clip used was not specified, but the target vessel was not greater than 13mm in diameter. Following the procedure, the suspect instrument was inspected by the or staff and there was nothing out of the ordinary observed. The procedure was completed with no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.